Manufacturer narrative:
The investigation confirmed that a higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing, inadequate analyzer maintenance or an unexpected reagent performance could not be ruled out as contributing factors. The investigation found no evidence to suggest that an unexpected vitros 5600 analyzer issue had occurred.

Event description:
The customer complained after obtaining a higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Patient result: 0.791 ng/ml vs expected result < 0.012 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was reported from the laboratory and a corrected report was later issued. There was no reported allegation of harm as a result of the cardiac catheterization. This report corresponds to ortho clinical diagnostics inc. (B)(4).